Manufacturer narrative:
Our investigation of the complaint is finalized. The device was investigated by our field service engineer (fse) on site. The unit was a not a mr-conditional device. The unit was used in the mr room without fulfilling the conditions that is indicated in the user and service manual. No service was asked by the customer, no parts were changed. No further info is provided. The customer was also informed by our fse about the ventilator usage in mr environment. The current status of the unit is unknown.getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator was attracted by MRI machine during patient treatment. There was no patient harm. Manufacturer ref. #: (B)(4).